Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01087. It was reported that the patient presented in clinic for a follow up. Upon interrogation, high capture threshold was noted on the left ventricular (lv) lead due to dislodgement. The lv lead was repositioned on (B)(6) 2020. During the revision procedure, it was noted the right ventricular (rv) lead needed more slack. While adding more slack, the rv lead became dislodged. The helix could not be retracted; the rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.